Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device not returned to manufacturer. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the subglottic port of tracheostomy had a split in it, which affected the seal between port and syringe when attempting to aspirate subglottic secretion. Nurse was unable to aspirate any subglottic secretions. Adverse patient effects were unknown.